Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed for lot #208152 and no anomalies related to the reported failure was observed. Two bipolar forceps were returned for evaluation: failure analysis of forceps with lot number 2085152 - the coating has not been performed at our manufacturing site, there is glue at the black plastic part and the etching is on the bipolar connectors instead of on the coating: the device has been modified outside of microfrance. Failure analysis of forceps without lot number - the coating has not been performed at our manufacturing site, there is glue at the black plastic part and on the screws, the etching is petel 01/2021 : the devices have been modified outside of microfrance. The microfrance etching has been erased. Root cause - the devices have been modified outside of microfrance by an external contractor. These modifications are not compliant with our manufacturing specifications and could lead to the reported event.

Event description:
A facility reported that the tip of the bipolar forceps cev392d30 crossed after 2 or 3 uses and coagulation was not good. There was no patient injury; however, the issue increased the surgery time by 1 hour.